Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was unable to fire on the first firing on antrum. The physician was unable to squeeze the handle. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required. The device is expected to be returned for evaluation.